Event description:
Additional information received reported an error appeared and was subseuqently cleared on the physician programmer due to incomplete telemetry.

Event description:
It was reported there was an error code with the programmer. The programmer made a "bong sound" when the error occurred. It was then confirmed that the programmer was operating as expected. The pump was updated and the settings were correct.

Event description:
The health care provider (hcp) reported that the pump was flipped but was able to refill the pump. The hcp also reported that the pump was 'mobile' in the pocket. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709, lot # j11802r19, implanted on: (B)(6) 2004, explanted on: unknown; programmer 8840 nvision handheld; (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).